Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Confirmed failure: dx codes verbiage needs calibration, software upgrade needed., circuit board failure. Probable root cause: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Main board. Software malfunction. Excessive use of wash or turbo. Slow reaction time to a quickly closed off shaver outflow at high flow rates. Power failure of pump. Pressure sensor stuck behind the sensor bracket. The reported failure mode will be monitored for future reoccurrence. Mfg date: june 01, 2016. (B)(4).

Event description:
It was reported that during procedure the surgeon observed swelling/extravasation of the joint. The surgery was completed successfully with no complications nor delay to surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.(B)(4).

Event description:
It was reported that during procedure the surgeon observed swelling/extravasation of the joint. The surgery was completed successfully with no complications nor delay to surgery.